Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacture for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient can no longer hear with her device. She went to a routine fitting appointment on (B)(6) 2011, where testing showed all electrode channels in status hi, except for channel # 7. The gpi could not get determined. The external audio processor was functional. No accident was reported.